Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation the pulse generator exhibited backup vvi mode. The pulse generator was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.